Event description:
Info received indicates, the caster is rolling after the brake has been set.

Manufacturer narrative:
The tech found the brake/steer caster was worn. The tech replaced the brake/steer caster and the bearings to repair the bed.